Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was gel fragments blocking the analyzer probe in an unspecified number of devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received 2 photos for investigation. Evaluation of the attached photos shows evidence of poor barrier separation and oil gel globules. A total of 100 retained samples were visually inspected, and no gel defect was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of august 2025; additional testing may be required. Bd quality will continue to monitor sample quality complaints. This complaint has been confirmed for the indicated failure mode: sample quality. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there was gel fragments blocking the analyzer probe in an unspecified number of devices. No adverse impact was reported regarding the patient or user.